Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. The device was not in patient use. The device was returned to a third-party service center for evaluation. Service required alarm conditions indicating the internal battery failed to charge. The device's internal battery was replaced to address the issues. Additionally, not related to the above issue, the inline proximal filter and machine flow sensor were found to be contaminated and were replaced to address the issue. The device's air inlet foam filter and particulate filter were replaced preventatively.